Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. The customer reported there was no patient harm. Patient information requested.

Manufacturer narrative:
The da to mc board cable (date code: 1606 rev b) was tested and no failures were identified.